Manufacturer narrative:
The insulin pump did not alarm with a button error during testing, but the buttons were unresponsive due to corroded keypad traces. The device was also unable to undergo the displacement test due to an unresponsive button. The following cosmetic damage was also noted on the pump: cracked lcd window, cracked reservoir tube, cracked battery tube threads, broken reservoir tube lip, minor scratches on the lcd window, and cracked case at the display window corners. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that her insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown, and during the phone call it was 139 mg/dl. The customer confirmed that she was having keypad anomaly issues before the button error alarm appeared. She was at the beach but the pump has not been in the water, sun, or sand. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.